Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unspecified reading issue with the abbott diabetes care (adc) device. As a result, the customer reported symptoms of slight dizziness, discomfort, seizures, and a loss of consciousness. The customer was unable to self-treat and was seen by a healthcare provider where treatment of "invasive ventilation" and "cumulative 15 vidatzolan, levetiracetam, protective intubation" was administered for a diagnosis of hypoglycemia. There was no report of death, serious injury, or mistreatment associated with this event.